Event description:
It was reported by service report that fowler would move upwards every time a button was pressed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged cpu board.